Event description:
On may 12, 2006 a planned aortouniliac procedure was performed to repair an infrarenal aortic aneurysm with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. An intraoperative angiogram revealed a proximal type I endoleak. The physician ballooned the proximal neck of the device with a cook coda 32mm balloon catheter, which dissected the patient's calcified aorta. The patient's blood pressure dropped. The patient was converted to open surgical repair and a boston scientific hemashield gold knitted vascular graft was implanted. The patient tolerated the procedure.

Manufacturer narrative:
H1: code 81-device discarded by facility h6: code 86- a review of the manufacturing paperwork is being conducted.